Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold increased and was high. The physician stated the distal end may have pulled back into the coronary sinus during an earlier av node ablation procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.